Event description:
A pt reported experiencing inaccurate high results with a fast take meter. The pt's blood glucose results were "183 mg/dl" on their meter and "143 mg/dl" on the lab test. Tests were done within 30 minutes with a difference of 28%. Pt did not experience any adverse events. The control solution test passed (result: 153 range: 127-187). No further info has been reported.